Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 200 units of insulin. Customer loaded a new cartridge and subsequently, multiple cartridge alarms occurred during insulin delivery. Customer¿s blood glucose (bg) level was "high" on the continuous glucose monitor. Customer delivered a correction bolus via the pump to address bg. Customer reverted to an alternate method of insulin therapy.